Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿before 2nd engagement the suture was dislodged.¿ t1 and t2 and suture were returned. They were found with the needle pierced through frayed suture at t1. The depth limiter was returned and was slightly advanced. The needle and delivery curve showed no damage. The device cycled and actuated as expected. The device returned showed no reason for failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery before 2nd engagement the suture was dislodged. No patient injuries or delay reported. It is unknown if back-up device was available.